Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the heat exchanger leaking. Additional malfunctions were the homefill port leaking, the pilot valve leaking, the o-ring being defective, the tie wraps on the sieve beds being defective, and a blown circuit on the power switch.